Event description:
It was reported that patients implantable pulse generator (ipg) was no longer functioning as expected. The patient underwent an ipg replacement procedure.

Event description:
It was reported that patients implantable pulse generator (ipg) was no longer functioning as expected. The patient underwent an ipg replacement procedure. Additional information was received that patient was doing well post operatively. The explanted device will not be return.